Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation; however, it is unknown when it was received. An actual sample was submitted for evaluation for the reported condition of a no flow. The set was tested under water using 0.56 bar of air pressure for leakage and blockage. This analysis confirmed the presence of blockage at the level of microbore tube assembled to the y-junction. The root cause of this blockage was attributed to excess solvent being applied during the manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter (B)(4) a syringe adapter set that would not prime. The condition occurred during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.